Event description:
It was reported that the patient experienced a intraparenchymal hemorrhage post deep brain stimulation (dbs) lead placement. Patient was discharged by the hospital and no medical intervention was provided to the patient. The patient is recovering and there has been no mention of any residual symptoms.